Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies to the fluid path or needle mechanism that would contribute to an improper insertion of the cannula. No housing or environmental seal damage was observed that would indicate that the needle mechanism deployed into them. The soft cannula measured the correct full length according to specification and did not appear damaged. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Although no damage was present, a root cause of unsure properly inserted cannula could not be determined. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Blood was found on the adhesive pad, but the formed needle was inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the reported infusion site event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level reached 17.1 mmol/l (307.8 mg/dl). The pod was worn between 5 and 24 hours on the arm. It was noted that the cannula was possibly not inserted correctly into the infusion site. Hyperglycemia treated with a new pod.